Manufacturer narrative:
The technician found the bed had an error code 10-065 which was caused by a pinched right siderail cable. The technician replaced the cable to repair the bed.

Event description:
Information received indicates the beds hi/low function will go up unintentionally.